Event description:
This ra lead was implanted on (B)(6) 2016 and remains implanted at this time. A procedure form stated that multiple ra sites tested with all showing high capture threshold. The physician was dr. (B)(6) at (B)(6) medical center at the (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).